Manufacturer narrative:
(B)(4). S/w version : 5.2a. Retainer ring=black. The insulin pump was returned for alarming pump error 63 found on (B)(6) 2021. Insulin pump successfully downloaded traces and history files using thump. Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: scratched case. Unit passed self test and displacement. No pump error 63 alarms noted during testing however, pump error 63(file number = 643; line number = 496) alarms confirmed in the pump history on (B)(6) 2021 at 2:08pm. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Pump error 63 was confirmed in the pump history on (B)(6) 2021 due to a hardware error as per global logic analysis (esf #3848575).

Event description:
Information received by medtronic indicated that the insulin pump had received hardware low level failure error and battery failed alarm. Customer was able to clear the alarm and complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.